Event description:
It was reported that the patient had signs of possible overdose. The patient experienced dizziness, lack of balance and fatigue on (B)(6) 2013. That day, the daily rate was decreased by 10%. An intervention of reprogramming/refill/bolus also was done and a decrease of 11% was done. The event was possibly related to the drug, possibly related to the device system and not related to the implant procedure. The event severity was mild. The device system was used to deliver dilaudid, baclofen and clonidine.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8835 lot# serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information reported the patient resolved without sequelae on 2013-(B)(6). It was reported the hydromorphone concentration and dose was decreased on 2013-(B)(6).